Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient was getting some relief from the pain. The patient said he was having a reaction from morphine. The patient was having severe bowel and bladder issues. The patient was having nausea that may be caused by other medications. The patient passed out completely after implant (B)(6) and it took over a day to get him back. The patient said the managing doctor came and reduced the dose in half. The patient said he was getting worse over time and felt drugged. No further complications were expected or anticipated.

Manufacturer narrative:
Health professional did not and does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the patient passing out after implant was morphine infusion via pump. As an action/intervention taken to resolve the completely passing out after implant, the infusion of morphine was reduced on 2017-oct-31. The pump was removed on 2017-nov-20 (conflicting date to previously reported explant date of (B)(6)2017). The completely passing out after implant and other symptoms (getting worse over time, nausea, bowel and bladder issue) had been resolved.

Manufacturer narrative:
Fdp (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient complete passing out after implant on (B)(6)2017 was determined to be "morphine - seriously allergic". As actions/interventions taken to resolve the completely passing out, the patient was hospitalized for 5 days (B)(6)2017 through (B)(6)2017. Morphine was removed from the pump on 2017-oct-09. The pump was removed on 2017-oct-23 and a temporary bladder catheter was installed on (B)(6)2017.